Manufacturer narrative:
(B)(4). ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803

Event description:
Additional information received as healthcare professional mentioned that patient's trial started on (B)(6) 2017 and it was for urge incontinence. Hcp mentioned that seizure was not related to device or therapy as it was pre-existing condition. It was not treated by urologist as patient had to consult with neurologist.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient regarding a basic evaluation trial. It was reported the patient had a bad seizure yesterday. Patient states that he hasn't had one in about 7 months. This is a pre-existing but unsure if related to device or therapy so was reported; patient advised to contact physician for follow up. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.